Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "replace sensor" message after 11 days of wear and being unable to obtain readings. Customer further reported receiving third-party treatment, however no further details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.